Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device did not meet the clinician's battery longevity expectations. The implantable cardioverter defibrillator (ICD) mains in use. No patient complications have been reported as a result of this event.